Event description:
It was reported that a patient underwent a robotic total vaginal hysterectomy on (B)(6) 2012. During the procedure, the device was working well for a time, then the surgeon was unable to go from full to coreguard , and it seized and stopped. The surgeon was attempting to morcellate the fibroid to reduce the uterine size to make removal easier. The intended procedure was performed. There were no adverse patient consequences and no unplanned dissection occurred.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01163. The same patient is represented in each medwatch.